Manufacturer narrative:
(B)(6).

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. Following pre-dilatation with a non-boston scientific balloon catheter, a 3.50 x 24 synergy ii drug-eluting stent was advanced for treatment. However, during insertion, it failed to cross the lesion and the shaft broke. No known patient complications were reported.